Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer submitted photos were reviewed. The photo shows the patient information and recommended treatment from the physician. The photo shows the original packaging carton with the original label with the lot number information, which matches the reported lot number on the complaint report. The reported complaint could not be con-firmed from the review of the photos. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab leak suspected is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "but observation found that the patient's blood mixed in the syringe that was pulled negative presure. So the doctor took off the iabc and insert the new one". No patient injury reported. The patient's current condition is reported as "still receiving treatment".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "but observation found that the patient's blood mixed in the syringe that was pulled negative presure. So, the doctor took off the iabc and insert the new one". It is unknown the site of the second catheter. No patient injury reported. The patient's current condition is reported as "still receiving treatment".